Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin once a week (dose not reported). At the time of this report the patient had "only one dose left" and was recovered from this peritonitis event. Pd therapy is ongoing. No additional information is available.